Event description:
Procedure: nephrectomy. According to the reporter: during the case, the jaws opened and closed; but the instrument did not cut the tissue and did not cauterized.

Manufacturer narrative:
(B)(4).